Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl because the tape came loose and she wasn't getting any insulin. Customer declined trouble shoot for high blood glucose. The insulin pump was not expected to be returned for analysis.